Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with a bicuspid aortic valve, severe annular calcification and a horizontal aorta, the patient's native annulus was pre-dilated using a 20 mm balloon. The valve was successfully implanted, however the valve was under-expanded. A post-implant dilation was performed with a 25 mm balloon. Following the post dilation, the valve dislodged. Subsequently a second transcatheter bioprosthetic valve was implanted. Following release of the second valve, cardiac arrest occurred. Angiography showed an aortic dissection in the ascending aorta. It was reported that the patient had a peak in blood pressure, approximately 300 mmhg. According to the team, this was thought to have caused the dissection in the aorta. Subsequently, the patient died. The cause of death was reported to be the peak in the blood pressure.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34, serial/lot #: (B)(4), ubd: 30-oct-2022, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for valve serial number (B)(6) and associated frame lot was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g. Valve positioning). Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider factors listed in the IFU when selecting the dilatation parameters to ensure patient safety. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, it was reported that following the post-implant dilation, the valve dislodged. Dislodge events are typically not related to a device malfunction. Hypertension and cardiac arrest are known potential adverse effects per the device IFU. Hypertension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. In this case, it was reported that the peak in blood pressure was thought to have caused the dissection in the aorta. A procedure- or valve- related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. It was reported, per the physician, that the cause of death was the peak in the blood pressure. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that medication was administered without success prior to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.